Manufacturer narrative:
Only the implant was returned, microscopic examination of the returned implant revealed markings on the rim of the implant. These markings were most likely caused by a clamping instrument used during removal of the driver from the implant. The internal feature of the implant showed no evidence of deformation or damage. The driver was not returned, the clinician reported the driver was removed from service following this incident. Without the driver being returned it is not possible to determine a definitive root cause for this event. It is likely the intended friction fit between the driver and implant in combination with an excessive axial pressure applied by the clinician resulted in a high retention force making driver removal difficult. Lot number is unknown; therefore, the device manufacture date is unknown. This product is supplied by keystone dental as a non-sterile device. (B)(4).

Event description:
The complainant reported while attempting to place an implant in a pt, at (fdi dental site: 37) on (B)(6) 2012. The driver was difficult to remove from the implant, attempts to remove the driver from the implant caused implant to loose stability. The implant with the driver still attached was removed from (fdi dental site: 37). The complainant subsequently used two hemostats to separate the implant from the driver. There was no indication from the complainant of any adverse effect to the pt as a result of the procedure.